Event description:
Additional information was received from a consumer regarding a patient receiving unknown baclofen (400 mcg/day) via an implanted infusion pump. It was reported the patient was planned to get the pump replaced on (B)(6) 2020. It was noted the patient had symptoms of irritability, stress, and hand spasticity. 3 weeks ago, the patient was experiencing symptoms of head banging and teeth grinding. The patient is non-verbal, and when they had their pump filled last friday, the hcp had waited too long to fill the pump, so the medication wasn't as "potent". Caller notes that yesterday, the patient's symptoms of grinding teeth and head banging got better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the patient had went through withdrawal around 16 years ago. The date of the event was unknown. It was further noted that the patient flew on a plane and later the pump ran out of drug. The patient was "jumping off the bed" and the bed was vibrating from patient going through withdrawal. The reporter indicated that they did not want the patient to go through that again. It was further noted that the currently the patient was scheduled for pump replacement and they were told right before the procedure that there were no pumps. The pump was to reach elective replacement indicator (eri) in (B)(6) 2020. It was being considered that the pump would then likely reach end of service (eos) in (B)(6) of 2020. Having the patient¿s healthcare provider read the pump battery to forecast the eos date was being considered. The patient was to follow-up with their hcp regarding having their current pump replaced. No further patient complications have been reported as a result of this event.